Event description:
It was reported to medtronic minimed that the customer experienced under delivery on the inpen. The customer reported no adverse event. The event involved product(s) mmt-105elblna. The troubleshooting was not performed. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. Mmt-105elblna was requested and the customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or in pen front or back shell was noted. Missing injection foot and dose window noted during visual inspection. The in pen paired to the commercial app. The lead screw was received fully rewound. In pen passed baseline and wireless functionality. Unable to perform further testing due to missing injection foot. In conclusion: in pen received with injection foot missing. This can affect insulin delivery. Therefore, the customer concern of in pen anomaly was confirm due to missing injection foot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.